Manufacturer narrative:
Product analysis: the product remains implanted and therefore has not been returned to medtronic. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, after being anesthetized, the patient became hypotensive and went into ventricular fibrillation/cardiac arrest. After successful resuscitation, the valve was implanted. Two days post implant, the patient developed left bundle branch block (lbbb) for which no treatment was prescribed. Five days post implant, the electrocardiogram (ECG) showed first degree atrio-ventricular (av) block. A permanent pacemaker was implanted seven days post valve implant. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.